Event description:
On (B)(6) 2012, baxter customer service received the report from (B)(6) refering that a flo-gard presented the alarm f-38. No patient injury was reported. Additional information is not expected. Sample was available for evaluation.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported condition of failure code 38 was confirmed during review of the alarm log. It was identified that the force sensing resistors (fsrs) were damaged. The fsrs were replaced to resolve the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). Additional information: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. .

Manufacturer narrative:
(B)(4). The facility representative reported a flogard infusion pump with a failure code of 38. It is unknown when this condition occurred. There was no report of patient involvement, injury, nor medical intervention related to the device. No additional information is available at this time. This device was serviced on-site.

Manufacturer narrative:
(B)(4). Device evaluation: a request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.